Manufacturer narrative:
(B)(4). One sample was received for evaluation. The sample arrived out of the pouch primed. Visual inspection showed that one of the valve assemblies was missing. Closer visual inspection under a microscope showed that there was an incomplete solvent plow ridge on the tubing end. The cause was determined to be due to a manufacturing issue. To address this issue, a CAPA has been opened. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system y-type catheter extension set had separated tubing. This occurred during priming. There was no patient involvement. No additional information is available.